Event description:
It was reported that during an arthroscopic surgery after the device was implanted into the cartilage it fell out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The osteochondral flap repair system using the chondral dart¿ implant surgical technique guide, lt1-000237-en-us_a, outlines the following in step 6: once inserted into the sheath, a single-shot dart inserter is used to deliver the dart into the pilot hole, recessing the dart 2 mm below the hyaline cartilage surface. Lightly tap the inserter until it contacts the back of the sheath, providing confirmation that the dart is seated.